Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint "prematurely expired." The instrument was confirmed to have eight lives remaining. However, the instrument was found to have a broken pitch cable at the distal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had prematurely expired. There was no report of patient involvement.